Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers gd89485 and gd888511. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the event. Treatment was not reported. On an unreported date in (B)(6) 2011, the patient had recovered. On (B)(6) 2011, the patient was discharged. Dianeal and extraneal therapies were ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. This is report 2 of 3 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted.